Event description:
It was reported that the customer had high blood glucose of 360 mg/dl because the insulin pump was malfunctioning. Caller stated that it was unable to run the insulin pump lead screw test because the lead screw is not turning and is loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.